Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during magnetic resonance imaging (MRI) protection mode programming, technical services (ts) identified that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. Ts discussed these findings with the healthcare professional (hcp), and the MRI scan was not completed. This pacemaker and rv lead remain in service. No adverse patient effects were reported.